Event description:
It was reported that the insulin pump alarmed no delivery and the customer experienced high blood glucose levels. The customer's mother stated that after the alarm occurred, the insertion site was changed. The blood glucose reading was 400 mg/dl. She stated that the customer experienced high blood glucose levels for 3 consecutive days. The customer treated manually and discontinued use of the insulin pump. The most recent blood glucose reading was 386 mg/dl, which was treated with manual injection. The caller advised that the customer did not have high blood glucose at the time of the call. She was advised to change the infusion set, reservoir and insulin. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.